Event description:
The customer reported that the system was intermittently not producing images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane and high voltage supply regulator printed circuit boards were replaced. The system was tested and found to be working as intended and put back into service.